Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment for, and outcome of the peritonitis were not reported. No additional information was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
The patient¿s age was reported to be: 60¿s. One day after undergoing surgery for peritoneal dialysis (pd) catheter insertion, the patient was diagnosed with peritonitis. The peritonitis was manifested by cloudy pd effluent which was detected immediately following the surgical intervention for the pd catheterization. Eosinophilic peritonitis was suspected because peritoneal cloudy effluent was noted at the start of pd therapy with no clinical symptoms attributable to infectious peritonitis. On an unreported date in the same month as diagnosis, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Twenty days after the date of diagnosis, the patient was recovered from the event and on the same date, the patient was discharged from the hospital. At the time of this report, pd therapy was ongoing. Upon follow up, the physician stated ¿the event was considered to have been caused by catheterization surgery and the operation article¿ (no further detail). Therefore baxter pd disposable products are no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.